Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an "empty reservoir" or "ml infused" errors. Upon checking, the air in the reservoir was emptied. There was unknown patient involvement, no injury was reported.